Event description:
As reported, a lower extremity stent implantation was going to be performed using a 5x150 smart flex self-expanding stent (ses). When releasing the stent, the stent could not be released. Significant resistance was felt when releasing the sheath, and a slight retraction revealed that the delivery sheath was broken. The delivery system was finally withdrawn from the body. The patient was not injured. The operator has many years of experience with smart flex products. The procedure was a retrograde puncture of the right femoral artery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, a lower extremity stent implantation was going to be performed using a 5x150 smart flex self-expanding stent (ses). When releasing the stent, the stent could not be released. Significant resistance was felt when releasing the sheath, and a slight retraction revealed that the delivery sheath was broken. The delivery system was finally withdrawn from the body. The patient was not injured. The operator has many years of experience with smart flex products. The procedure was a retrograde puncture of the right femoral artery. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the stent was partially deployed, with the plastic nut of the hemostasis valve tightly closed. Additionally, two severe kinks were noted approximately 124 cm and 126 cm from the proximal end. No other significant details were observed on the returned device. A functional test was not performed due to the severe kinks, which impeded the proper performance of the deployment mechanism. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was visualized as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. The reported ¿outer sheath separated¿ was not visualized during device analysis. There were no separations noted only several kinks which prevented functional testing. Therefore, based on the information available for review it is likely vessel characteristics, although unknown, procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.